Event description:
The patient started to develop underdose symptoms with increased spasticity and fever two weeks after implant. There was also swelling over the pump pocket and lumbar region; infection was confirmed by "infection test". X-ray did not reveal any abnormalities with the catheter and further troubleshooting was postponed until the infection cleared. The outcome was unknown. It was later reported that as of (B)(6) 2011, the infection resolved, but the patient still did not have any good effect from therapy. More troubleshooting was planned. A bolus was programmed, and slight effect was seen as the patient seemed to be less spastic in their legs. Increasing the daily dose for a "period" was planned, in an effort to see if that would give effect. It was indicated that in their experience, every time they had increased the daily dose the patient received effect in the beginning; however after a couple of days the effect decreased. It was further noted that the effect can vary from day to day. Drug delivered via the system was baclofen 500mcg/ml.

Event description:
Additional information reported later noted that "patient had good effect and the medical team was convinced that the therapy was working now".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model 8781, lot# 0205477460, implanted: (B)(6) 2011, explanted: unk.